Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for a routine device exchange. During procedure, the physician noticed the atrial lead had an insulation breach where it was connected to the header. Multiple lead tests were performed and all revealed stable measurements with no noise. The lead was connected to a new device. Patient was stable throughout procedure.